Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information becomes available a follow up will be submitted.

Event description:
It was reported that the needle detached easily from thread. The reporter indicated that the that the needle detached too easily from thread. Sometimes the thread broke too fast. Per the reporter, the event occurred pre-operatively with no harm to the patient.

Manufacturer narrative:
There are no units in our stock. We have received (B)(4) closed samples and (B)(4) empty sample. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.166 kgf in average and 0.075 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum) we have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.19 kgf in average and 0.154 kgf in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.